Event description:
It was reported that the patient had a systemic infection and endocarditis requiring the extraction of the implantable cardioverter defibrillator (ICD) system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 694765 implantable tachy lead: (B)(6) 2009; a 5076-52 implantable pacing lead: (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. The analysis performed revealed no anomalies were found and the visual summary analysis of the lead indicated apparent explant damage.